Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the limited customer care advocate (cca) documentation since, despite repeated attempts, the patient was unable to be contacted with follow-up questions. It is not known when the alleged inaccuracy with the lfs meter started. The patient reported that on an unknown date and time she obtained alleged inaccurately high blood glucose results on the subject meter compared to her feelings/normal results; however, no results were provided by the patient. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is not known how the patient manages her diabetes, whether she made any changes to her usual diabetes management routine or whether she developed any symptoms, after obtaining the alleged inaccurate results. She reported that on an unknown date and time, she went to the emergency room where she received unspecified treatment from a healthcare professional (hcp). Troubleshooting was not possible as the patient did not have testing supplies with her at the time of the call to lfs. The patient¿s test strips were requested back for investigation and replacement test strips were sent to the patient. This complaint is being reported because the patient reportedly received treatment from an hcp which may have been for a serious injury reportable adverse event, after the alleged product issue began.